Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was skipping. Additional information determined that the issue occurred during surgery. It was reported that while there was damage to the initial graft harvest it was able to be used, however there was an additional unplanned graft harvest that was required to complete the procedure. There was no delay to the procedure and the surgery was completed using the initial device.

Manufacturer narrative:
The device was manufactured on 4/26/2006 and was previously returned to zimmer surgical for repair on (B)(6) 2012. Investigation revealed the hose was gouged and the head, control bar and width plates were nicked. Prior to repair, the device operated within motor speed specifications. The master blade was flush with the control bar. The device was outside calibration specifications at the zero thickness setting. Repair of the device included replacement of the head, control bar, width plates, hose and standard repair parts. The reported event was not reproduced during testing and a cause cannot be determined. There is also no information regarding user technique and it should be noted that improper user technique can potentially lead to skipping and undesirable graft results. The device was repaired and returned to the customer.